Event description:
The dealer alleges the front wheel shattered and caused the consumer to fall. In the process, he broke the hand brakes. No injury is alleged.

Manufacturer narrative:
No injury reported. Information received alleges the front wheel shattered and the consumer fell. Based on incidents of this type, a potential for injury likely. Malfunction however is unconfirmed. MDR filed as a conservative measure.